Event description:
Additional information received that the right atrial (ra) lead was capped as a result of a dislodgement of the ra lead due to twiddler's syndrome.

Event description:
Additional information was received that there was an increase in the pacing impedance and a loss of capture observed on the right atrial (ra) lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the right atrial (ra) lead was replaced for an unknown reason. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Fields d4 and h4 are unknown, which is why they were left blank.